Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this right atrial (ra) lead was implanted, it was discovered to have dislodged. A revision was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported. The ra lead remains implanted and in service.